Event description:
It was reported the hardware securing the seat frame of the chair came out. No injury or adverse event was associated with the report. The reported issue was confirmed via communications with the customer. A service technician was dispatched to complete the necessary repair.